Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. The information provided by the attorney states that a composix kugel mesh was implanted and then approximately 9 years later a ventrio st was implanted to repair the hernia defect. However, as medial records were not provided, and there are no allegations in the legal complaint against the ventrio st. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of a ventral hernia. As reported, during this procedure, he had a bard/davol oval composix kugel mesh, reference number (B)(4), lot number hurc8820 implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the patient underwent surgery for extensive lysis of adhesions, recurrence of incisional hernia and removal of the previously implanted composix kugel mesh. As reported, during this procedure, extensive abdominal visceral adhesions to the previous mesh implant were discovered, and due to the severity of his injuries, the operative time was significantly prolonged. As reported, a bard/davol ventrio st hernia patch was used to repair the recurrent hernia defect. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. The information provided by the attorney states that a composix kugel mesh was implanted and then approximately 9 years later a ventrio st was implanted to repair the hernia defect. However, as medial records were not provided, and there are no allegations in the legal complaint against the ventrio st. Addendum #1: this emdr corrects the date of manufacture (h.4). Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 5 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.st. If additional information is obtained, a supplemental MDR will be submitted. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for repair of a ventral hernia. As reported, during this procedure, he had a bard/davol oval composix kugel mesh, reference number (B)(4), lot number hurc8820 implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the patient underwent surgery for extensive lysis of adhesions, recurrence of incisional hernia and removal of the previously implanted composix kugel mesh. As reported, during this procedure, extensive abdominal visceral adhesions to the previous mesh implant were discovered, and due to the severity of his injuries, the operative time was significantly prolonged. As reported, a bard/davol ventrio st hernia patch was used to repair the recurrent hernia defect. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional ventral hernia, thereby underwent open repair with the implant of composix kugel mesh (device#1). Per operative notes, ¿the hernia defect was just to the right of the patient's midline incision. A composix kugel mesh (device#1) was placed over the hernia defect and tacked onto the abdominal wall.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia with extensive abdominal visceral adhesions thereby open repair with removal of composix kugel mesh (device#1) and the implant of ventrio st mesh (device#2). Per operative notes, ¿the mesh was adhered into the abdominal wall on its peritoneal surface and there were numerous loops of small bowel viscera adhered into old mesh and to the hernia defect. This was freed up. Then the composix kugel mesh (device#1) was resected from its adherence to the abdominal wall was removed. A ventrio st hernia patch was placed into the abdominal cavity with its polypropylene surface upward using sutures.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence, organ perforation and emotional injuries. It is also alleged that the patient had pain and undergo an additional invasive surgery, extensive abdominal visceral adhesions to mesh, significantly prolonged operative time, mental anguish, removal of mesh, fear of future mesh related injuries including surgeries, extended hospitalizations, and further pain and suffering.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of a ventral hernia. As reported, during this procedure, he had a bard/davol oval composix kugel mesh, reference number 0010202, lot number hurc8820 implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the patient underwent surgery for extensive lysis of adhesions, recurrence of incisional hernia and removal of the previously implanted composix kugel mesh. As reported, during this procedure, extensive abdominal visceral adhesions to the previous mesh implant were discovered, and due to the severity of his injuries, the operative time was significantly prolonged. As reported, a bard/davol ventrio st hernia patch was used to repair the recurrent hernia defect. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
This emdr corrects the date of manufacture. If additional information is obtained, a supplemental MDR will be submitted.